Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: the battery compartment was cracked in two places. Corrosion was noted in the battery compartment and on the underside of the battery cap. A leak test failed due to a battery compartment leak. The pump was opened up and no further evidence of moisture was found internally. The returned battery cap and the test cap were unable to be fully tightened and were difficult to remove. The battery cap contact height measured outside of specifications. The top slot of the cap was damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. It was reported that the battery cap and the battery compartment were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.